Event description:
Caller tested 5.5 inr on the coaguchek xs system while a comparison lab returned as 3.9 inr. Patient's warfarin dose was changed based on the lab value. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.